Event description:
It was reported that upon 2 refills, the reservoir volume was more than the expected volume. A dye study was performed, although the results were not reported. The pt had the pump replaced. The drug in the pump was morphine. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.